Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that atrial noise reversion episode was noted on the right atrial lead. The patient would be monitored. No additional information was reported.

Event description:
New information noted that the noise caused mode switch. It is unknown if the noise was resolved. No additional information was reported.